Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the catheter had an "almost total partial rupture". The patient was receiving antibiotics. The leak was discovered when the tegaderm became soaked with treatment. No intervention was necessary. The event caused a delay in treatment due to the need to replace the midline. The original midline was secured with statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of detachment of the extension tubing from the molded suture wing is confirmed and was determined to be related to the manufacture of the product. One 4 fr powermidline catheter was returned for evaluation. An initial visual observation of the returned catheter showed use residues throughout the device. It was observed that the purple extension tubing was split from the white molded suture wing. A microscopic observation revealed the fracture surface of the purple extension tubing to be uniform and smooth with sharp fracture edges. A microscopic observation of the white, molded suture wing split site revealed no remnants of the extension tubing inside the molded suture wing. The purple extension tubing was observed to be partially attached to the molded suture wings. Inspection of the returned catheter revealed the extension tubing to be partially attached to the molded suture wings with no remnant of the purple extension tubing inside the molded suture wing except for where the extension tubing remained attached to the molded suture wing. This failure was determined to be related to the manufacture of the product, as it appeared that the extension tubing was not fully seated within the molded joint during the molding process. This complaint will be recorded for future trending and monitoring purposes.